Manufacturer narrative:
Insulin pump received with rf pic failed selftest alarm during self test due to faulty board. Insulin pump passed displacement test, rewind, basic occlusion, prime or compromised force sensor system, excessive no delivery, occlusion and unexpected restart error test. Insulin pump passed all operating currents tested within the specification range and passed off no power test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for rf pic failed self test. Customer stated alarm did not occur during the rewind. Customer performed self test and failed the test. Customer advised to refer to back-up plan. Customer's blood glucose was 300mg/dl and customer declined troubleshoot for high blood glucose. Insulin pump will be return for analysis.